Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie had failed and was not detected on the communication bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing medication to patients, as the user had to get the required medications from the pharmacy, but it was located quite far. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2-1 and 2-2 all pockets were not detected on the communication bus. A field service engineer (fse) cleaned the contacts on the drawer controller board and secured the connections. The fse attempted to load the hardware test application (hta) to test, but it failed to load. Suspecting a hardware failure in drawer 2, the fse replaced the drawer controller and ran the hta again, but the application still failed to load. The fse then replaced the interface board, but the application continued to fail, displaying a banner stating, "an item with the same key has been loaded." The fse contacted customer support, reported the issue, and requested assistance. Customer support identified a pocket database issue and deleted all pockets in drawer 2. The customer then had to reload all medication back into the pockets. The system functioned as intended after the field service engineer troubleshot the device.